Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A visual device analysis of the returned device identified: a broken and opening crack. Leak test was performed and found opening in the anterior and crack opening diaphragm valve. A microscopic analysis was performed which identify broken striated in the anterior and crack opening on diaphragm valve. Based on the device analysis the final assessment is: a striated broken in the anterior side assessed as surgical damage, an opening, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve, a non-penetrating nick, and a missing piece of the shell assessed inconclusive.

Event description:
Patient reported "rupture of one implant". The device has been replaced.